Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed investigations. A visual inspection was conducted and the teflon pad was found to be broken off. An approximate 0.428 instrument fragment was missing and was not returned with the instrument. The known common cause of this failure is user mishandling/misuse. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the white teflon pad from the harmonic ace curved shears instrument allegedly fell off inside the patient and was not found. At this time, the location of the white telfon pad is unknown and it is unclear if the instrument fragment was retained inside the patient.

Event description:
It was reported that during a da vinci-assisted paraesophageal hernia repair procedure, the surgical staff noticed that the white teflon pad from the harmonic ace curved shears instrument was missing. On 07/07/2016, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained the following information regarding the reported event: the surgeon was able to use the harmonic ace curved shears instrument intermittently and without any issues for about 1.5 hours prior to when the white teflon pad allegedly fell off. While dissecting hernia sac tissue with the harmonic ace curved shears instrument, the surgeon opened the jaws of the instrument and noticed that the white teflon pad was gone. No audible tones or error messages were generated when the reported event occurred. There were also no reported instrument collisions during the surgical procedure. According to the initial reporter, the surgeon believes an unspecified defect with the harmonic ace curved shears instrument likely caused or contributed to the white teflon pad falling off. The initial reporter indicated that the white teflon pad may have fused to surrounding tissue that was white and thick. Per the initial reporter, the surgeon was unable to remove or pull apart the tissue due to its proximity to critical structures. The initial reporter believes the white teflon pad was possibly embedded in a small portion of the tissue and was subsequently disintegrated with the tissue. An x-ray was performed but the missing white teflon pad was unable to be found.

Manufacturer narrative:
The initial MDR was submitted on 07/22/2016 with an incorrect value of 07/08/2016. This follow-up MDR is being submitted with a corrected value of 06/23/2016.